Event description:
Litigation papers allege: patient was implanted with a defective device, developed painful and dangerous complications, will have to undergo an unnecessary and painful revision surgery, and will have lifelong residual problems. Doi: (B)(6) 2006. Dor:none reported. Patient residence: (B)(6) 2012, plaintiff fact sheet was received. Product/lot has been identified. The complaint and MDR was updated. There is no new information that would change the outcome of the investigation. (Right side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).